Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a intermittent strong stimulation on occasions and then "light" stimulation at other times. The low battery indicator light was flashing on the pt programmer. When she tried to increase the stimulation higher, this light would go away. Additional info was requested.